Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, an arthrex subsidiary employee reported via email that two ar-3740sp double-loaded knotless knee fibertak anchors experienced issues during a let procedure performed on (B)(6) 2026. One anchor broke at the self-punching portion at the tip of the inserter, and the broken pieces were not retrieved. A second anchor was found to be bent. Although the lot numbers for the two anchors are known, it is unknown which lot corresponds to each affected device. A replacement ar-3740sp anchor was used to complete the procedure. No significant procedural delay occurred, and no additional anesthesia was required. Additional information was received on 18-feb-2026: the second anchor was observed bending on the inserter. There was no confirmation regarding which lot number the retained fragment originated from. All three anchors remain implanted in the patient.